Event description:
It was reported during the pt's permanent procedure on (B)(6) 2014, after implanting the leads and connecting the leads to the ipg, diagnostic testing revealed high impedance readings on multiple lead contacts. As a result, the physician disconnected the leads from the ipg and reconnected the leads in a different port of the ipg header, which did not resolve the issue. Subsequently, the physician was given a new ipg to use, which resolved the reported issue. The procedure was extended by 10-15 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.